Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her trial scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. Post-operative the pt was complaining of pain and discomfort in her back. The pt requested the physician remove the trial system immediately. The trial leads were explanted. The pt was sent for an MRI and CT scan, during which the physician discovered a hematoma had developed. The hematoma was removed. No add'l info was available.